Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned product shows the lens has a tear in the optic and a haptic is torn off & missing. There was clear surgical residue on the lens. Conclusion: - no conclusion can be drawn based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, & cartridge were not returned for evaluation.